Manufacturer narrative:
This report is submitted on 14 apr 2021.

Event description:
Per the clinic, it was reported that the patient experienced lost of speech recognition and open circuits were noted. Troubleshooting attempts were made, but the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted (date not reported). It is unknown if the patient was re-implanted with a new device. This report is submitted on 20 may 2021.